Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was blood in the hub and inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed that the balloon was bunched over the tip. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge and was torn 6mm in length at the proximal weld. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "inflate the balloon slowly to the appropriate pressure to perform dilatation. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. Refer to table 2 or the balloon compliance chart. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at 26 atmospheres on the 4th inflation. The device was completely removed from the patient and the procedure was completed with a 3.00-12 non bsc balloon catheter. No patient complications were reported and the patient's status was good.